Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("essure was not in correct location") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menorrhagia ("heavy periods"). The patient was treated with surgery (salpingectomy procedure and removed bilateral device). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation and menorrhagia was resolving. The reporter provided no causality assessment for device dislocation and menorrhagia with essure. The reporter commented: patient had issues since she had the essure placed. Patient went to doctors office stating she had heavy periods. And patient has had heavy periods the whole time with unit. Removed bilateral device on (B)(6) 2017 in operating room. There was more material than just devices themselves when they removed these devices. Patient was ok. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: essure was not in correct location. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.